Manufacturer narrative:
D4: model and catalog numbers corrected. H6: clinical code redacted. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of hm 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of hm 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had aortic insufficiency (ai) prior to implant. Their ai had not worsened since implant. Their aortic valve (av) was opening.

Event description:
Additional information was received that the patient was implanted on (B)(6) 2024. They had a park's stitch aortic valve (av) closure. The thrombosis was found postoperatively by a computed tomography (CT) scan. There was no relationship to this issue. The patient was asymptomatic. The patient was discharged with no issues on (B)(6) .2024. They were to have continuous follow-ups at routine clinic visits.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the thromboembolism resolved without sequalae on 15may2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography (CT) scan performed on (B)(6) 2024 revealed an aortic valve (av) root thrombosis. On (B)(6) 2024 warfarin was started. The patient experienced prolonged hospitalization.